Event description:
Same case as: 2134265-2009-06966. It was reported post a coronary drug eluting stenting treatment procedure, a myocardial infarction occurred. A 2.75x28mm and a 2.75x32mm taxus express2 drug eluting stent were placed in the lesion. No pt injuries or complications were reported. Approx one year later, the pt experienced a myocardial infarction (mi). The pt had stopped taking plavix prior to the mi, but was restarted on plavix post mi. After the mi, the pt continues to have chest pain with no cause identified. No further pt injuries or complications were reported. Additional info has been requested but is not available.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.